Manufacturer narrative:
The incorrect evaluation was originally paired with this complaint. This is a correction. The balloon had not burst. The balloon is not concentric but this is not reportable. The 1/14/10 customer report was not confirmed. Balloon inflated and maintained inflation without leakage. Balloon also appeared intact. However balloon had irregular shape when fully inflated. Unit is sent to accellent for further evaluation. Accellent findings: the device balloon was aspirated twice then inflated with 2cc of air. The balloon stays inflated and does not lose any volume. There are no defects detected with the balloon. The entire device was visually inspected and there is no damage detected. Water was introduced through all of the device lumens and the water flows from where it should. The steerable tip was actuated and the tip steers per the requirements. There are no defects detected with this device. These devices are visually and functionally tested 100% prior to packaging.

Event description:
The patient was revised because of infection, during removal of the stem, the patient's femur fractured.

Event description:
While prepping for a demonstration with a doctor, the rep noticed that the scissor's blades seemed bent and will not cross cleanly, preventing them from cutting properly.

Manufacturer narrative:
The device balloon was visually inspected under 10x magnification and it is confirmed that the balloon has burst. Visually the edges of the burst are ragged and there is significant wall thinning in the area that burst. The entire device was visually inspected and there are no defects detected. The device could not be functionally tested because the device is clogged with dried blood and fluids. The steerable tip still steers. There are no other defects detected.

Event description:
Balloon rupture, no patient injury.